Manufacturer narrative:
Updated b4, g3, g6, h2, h3, h6.

Manufacturer narrative:
It was reported that pieces of the gauze frayed into the surgical site. The pieces were able to be removed during the procedure. No injury was reported. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Loose fibers from gauze.